Manufacturer narrative:
(B)(4).

Event description:
From a consumer (with a neurostimulator for post lumbar laminectomy syndrome and spinal pain) reported that the implantable neurostimulator (ins) device (removed on (B)(6) 2015) caused a deformity. The device caused no collagen or fat to return to the pocket after the device was removed. The patient no longer has a left buttock at all; the whole left buttock had collapsed inward and no collagen or fat returned to the buttock. The device caused this; it was not an implant technique or other issue. The patient information nt mentioned she was going to have plastic surgery to repair the left buttock. Information clarifying the deformity was requested. A follow-up report will be sent should additional information be received.